Event description:
It was reported that an ilet pump had been disconnected and the internal battery would not hold a charge, showing a solid light while on the charger but discharging within about thirty minutes after removal, consistent with a premature battery discharge involving the battery component. Customer care provided support that included communication with the user and remote troubleshooting. Investigation of this case revealed an energy storage system problem consistent with a device battery issue and a premature discharge of the battery. No adverse clinical symptoms reported during the event. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.